Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter).(B)(4).

Event description:
It was reported that a lead integrity alert (lia) sounded for the right ventricular (rv) lead with high sensing integrity counter (sic). Unstable threshold, high impedance, and oversensing noise were noted as well as a possible fracture. Since it was not possible to puncture, the physician decided to leave the rv lead and change the connection at the header. The left ventricular (lv) lead was connected to the rv pacing and sensing port of the header and the rv lead to the lv port of the header. The physician was informed of the off label use of the device. Because of a high ejection fraction, the ventricular fibrillation (vf) and ventricular tachycardia (vt) detection were programmed off. After the connection everything seemed stable along with the threshold and impedance on all the leads. The leads remain in use. No patient complications have been reported as a result of this event.